Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. 'Cassette not attached properly' was found in the event history log (ehl). Functional testing was unable to duplicate the reported problem. It was determined, due to the alarm being found in the ehl, that the dso sensor was the most probable cause. The sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
G4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette error. No adverse patient effects were reported by the customer.